Event description:
It was reported that during the use of the device for a non-clinical activity, grease was found leaking from the main bearing of the pump. There was no patient involvement.

Manufacturer narrative:
Date of event: the date of the event is not known. Date entered has been estimated. This complaint was confirmed. Grease was leaking from the main bearing. Main bearing in question was a first generation bearing. Changes to the main bearing have been made in an effort to decrease occurrences of grease leakage. The pump was serviced and returned to customer. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.